Event description:
On (B)(6) of this year I had laparoscopic hernia done tep by dr (B)(6) at (B)(6). I have had pain every day since surgery where it progressed to get better but then leveled off and is now slowly getting worse. The dr has no recommendation other than to have an ultrasound, which he thinks won't show us anything new, nerve block shots, and then possibly remove the nerves which does not remove the cause of the pain. According to him there is no sign of reoccurring hernia and the operation went as well if not better than he thought it could, but no real solution to the pain. Based on the symptoms he thinks it is chronic inflammation and of nerve entrapment caused by the mesh. Here is the information on the mesh description: mesh 3d max right 4in x 6in large quantity: 1 implant site: right inguinal size: large manufacturer: bard, lot number: hubp1950, catalog number: 0115321. Pain has ranged to burning, cutting, and pins and needles, along with back pain. It is a constant 2 to 3 with spikes up to 7 which is greater than prior to surgery. Overall I'd highly not recommend this surgery for individuals who are young and skinny like myself. I am (B)(6).